Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, during implantation the lead was screwed into the connector of the ICD, it was not locked properly; three attempts were made. The same lead was successfully screwed into the connector of another ICD.